Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional perclose proglide device referenced is filed under a separate manufacturer report number. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the failure to deploy the suture; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first device had a cuff miss. A second proglide device was used and the sutures came out with the device. The sutures of two proglide devices were successfully pre-placed using the pre-close technique. The aaa procedure was not completed as the patient's vessels were too small for the procedural sheath. The successfully pre-placed proglide sutures were used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.